Event description:
It was reported that during interrogation the programmer incurred an error. It was noted that the programmer recently had a software update and an error occurred during the update but was cleared. It was recommended to re-run the software update. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.